Event description:
It was reported the battery on the insulin pump was changed and device was set to german. The device had alarmed unexpected restart and external ram crc error. Customer blood glucose was 329 mg/dl. Customer was advised the temp basal delivery might have stopped. The device was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting battery. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.